Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing not fully connecting was received from the customer. No product or photo was returned by the customer. The customer complaint of loose component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported two unspecified bd¿ alaris infusion sets had separation issues causing loose connections. The following information was provided by the initial reporter: "the first instance I found this was on alaris tubing and a flush bag that was hanging in a room from previous chemo infusions. I double checked all the connections prior to administering chemo and found the cuff not secure. The second instance was not on a patient of mine but pt asked if it was okay to ambulate a patient in the halls with continuous chemo. I checked all the connections of the chemo that was running and found one connection also where the cuff had backed off. In this instance the blue infusion clamp device was in use but only prevents the connector and injector from separating and could have still resulted in a chemo spill if there were force placed on the line."